Manufacturer narrative:
Device is not available for evaluation at this time. Should the device become available for evaluation, a follow up report will be submitted upon completion of investigation.

Event description:
The user alleges that he sustained injuries as a result of an accident caused by a malfunction in the wheelchair. The user required hospitalization for a hematoma to the right elbow.